Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the u.s. Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported failure to advance and the difficulty to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with moderate tortuosity, mild calcification and 90% stenosis, a 2.5x28 mm rx xience pro stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. There was no interaction of devices. The 2.5x28 mm rx xience pro sds was withdrawn from the patient anatomy, some resistance was felt during withdrawal and the stent dislodged from the balloon outside of the patient inside of the guiding catheter. Another xience pro sds was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.